Event description:
It was reported that the patient's right ventricular (rv) lead dislodged within a month after implant. It was noted that there was tissue on the helix and the physician decided to replace the lead with a new rv lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4076 implantable pacing lead: (B)(6) 2013. (B)(4).